Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose has been very high of 560mg/dl and had to go on manual injections. The caller stated that the insulin pump has stopped functioning, and the device was not delivering the insulin. The caller stated that the customer had surgeries in his stomach and had experienced bent cannulas, but the insulin pump did not alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.